Event description:
The assistant at the doctor's office reported that the patient was last seen on (B)(6) 2015 and the patient did not mention any issues in regards to spinal cord stimulation (scs) to the office at that appointment. The patient had not contacted the doctor's office since then. Prior to that, the patient was seen in 2013 and there was nothing mentioned in the notes about scoliosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that within three months of having a revision done they developed scoliosis from the leads, and the leads were twisted in her spine and wrapped around her spine. Imaging was taken which showed her spine and the leads were twisted and on their side. The patient stated you could see where all of the wires were on their side. The patient stated there weren't any therapy issues or symptoms and denied having any pain associated with this, but later contradicted herself and stated she started to increase stimulation after that to address her pain. When this was clarified with the patient she denied having any pain. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
(B)(4).